Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a telemetry issue. No intervention was performed. The patient's health status was unknown.

Event description:
New information received notes that telemetry was restored upon interrogation. The patient was stable.